Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 277mg/dl. The caller stated that she pulled the reservoir out of the insulin pump to change the infusion set and insulin from the reservoir leaked into the reservoir compartment. The caller also mentioned that the leak was past the o-rings. No further information was provided.

Manufacturer narrative:
Inspected two sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.